Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information; however, no further information is known. The UDI is unknown because the lot number was not provided/is unknown.

Event description:
Related manufacturer reference number: 1627487-2022-06783, 1627487-2022-06784. It was reported that x-rays showed that both of the drg leads appeared to be fractured and ipg was approaching end of life. No further information is known at this time. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Manufacturing reference number 1627487-2022-06785 should not have been reported as a medical device report (MDR), as additional information received indicates that the device meets or exceeds 75% expected longevity. There is no device malfunction.